Event description:
It was reported via repair work order that the power load would not lock into the system due to a calibration issue and a guide fastener issue. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.